Manufacturer narrative:
(B)(4).

Event description:
It was reported that the pulse generator could not be interrogated while still in the box. The device was no longer used and replaced.

Manufacturer narrative:
No conclusion code available. Final analysis found confirmed the reported anomaly. The root cause could not be determined.